Event description:
It was reported that there was non-capture on the left ventricular (lv) lead. It was also noted inability to reposition the lead at the time of the lead revision. The lead was capped and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtbb1d4 ICD, implanted: (B)(6) 2013, 6947m62 lead, implanted: (B)(6) 2013. (B)(4).